Manufacturer narrative:
The physical evaluation of the scope the adhesive at the distal end forceps cover was found peeled off. Additionally, the scope failed the leakage test; two leaks at the probe unit;. The probe unit was also scratched and dented. There were two broken elements on the ultrasound image and the bending section cover adhesive at was cracked. The device was repaired to standard specifications and returned to the customer. The scope was last repaired on (B)(6) 2020 due to a loose/leaking probe unit. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard annual service inspection of a customer returned evis exera ii ultrasound gastro-videoscope the adhesive at the distal end forceps cover was found peeled off. There was no report of any problems associated with the device and there was no patient injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. It is likely that the application of some external force was applied to the distal end, which led to the detachment of the adhesive at the tip. In addition, the device was manufactured on october 21, 2014, and approximately 6 years and 2 months have passed, which may have been affected by the aging deterioration. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. This supplemental report is also to advise that upon further review the following issues recorded in the initial report are not reportable malfunctions. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunction were to recur: -- the scope failed the leakage test; two leaks at the probe unit;. The probe unit was also scratched and dented. There were two broken elements on the ultrasound image and the bending section cover adhesive at was cracked.